Manufacturer narrative:
It was reported by the sales representative that an explant surgery was performed on (B)(6) 2022 due to the surgical site infection. The plan of action was to provide antibiotics until the infection was cleared and then perform surgery again to replace explanted device with a new implant.

Event description:
It was reported that the patient has a known post-operative infection of the surgical site.